Event description:
The needles bend easily and when the cap is removed, the needles were bent.&nbsp. This is the first time having any kind of issues with this product. They switched pharmacies, so hopefully they won't have any other issues.